Event description:
(B)(4). I get my period every other week, have been getting it like this for the past few months; but since (B)(6) 2014, I get bloated to the point where I look pregnant... Migraines in the back of my head.. Loss of appetite, I was (B)(6) when I got essure, now I can barely maintain (B)(6). I have severe abdominal pain most days..